Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the patient fell on the left side of the concerto. The patients' fall was prevented by two caregivers who caught the patient. No injuries were sustained by the patient, but caregivers sustained the distraction of the shoulder and dorsal spine trauma. According to additional information the doctor admitted 5 days and 7 days of rest for both caregivers. Arjo representative visited the customer to inspect the concerto. The arjo representative found the device in good general condition, he checked the safety catches and found that they were intact after the event. Concerto/basic shower trolley is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff. The device is equipped with two side supports located on each side. In order to release it from the up position the two catches need to be pressed at the same time. When raising the side support, the two catches shall snapped into place. The instruction for use (IFU) guides through using the side support: ¿the side support is lowered by pressing the two catches simultaneously. When raising the side supports, make sure the two catches snap into place.¿ after transfer on the concerto "raise the nearest side support and make sure that the resident is lying in the middle of the stretcher both length and breadthwise." The device inspection has shown no failure. Based on the collected information it can be concluded that the left side support might not have been locked in the up position when the patient was lying on the concerto shower trolley. Therefore, during routine activities, when the patient's weight was applied on the left side panel of the concerto, the side support opened and the patient fell. In summary, arjo device was used for patient handling when the event took place and therefore played a role in the incident. There was no mechanical failure that would lead to the fall, but the side support opened itself when the patient weight was applied most likely due to not being locked in place. We decided to report this event to competent authorities due to the patient's fall.

Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the patient fell from the left side of the shower system. The hooks were found to be intact. It was probably an incorrect operation in the closure of the side panel. Following the information collected: no injury was sustained by the patient involved in the event. However, the fall was amortized by two caregivers who preventing the patients¿ fall. Both caregivers sustained some issues with muscles - distraction in the left shoulder and for the second one also dorsal spine trauma. The doctor confirmed 5 days and 7 days of rest for the caregivers.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under (B)(4). Currently, these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under (B)(4). The involved device was evaluated by the arjo representative. The concerto trolley worked properly but for security reasons the hooks of the left side panel were replaced as a preventive action. The investigation is on-going and further information will be provided in the next report.